Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
A visual assessment of sample (a) confirmed the reported anchor breakage. The anchor has broken at the suture slot. Only the proximal end of the anchor was returned. The inserter and sutures show no abnormalities. Visual assessment of sample (b) confirmed the reported anchor breakage. The anchor has broken at the suture slot. Only the proximal end of the anchor was returned. The proximal end of the anchor is dramatically deformed. The inserter and sutures show no abnormalities. Visual assessment of sample (c) confirmed the reported anchor breakage. Only the distal end of the anchor was returned. The inserter and sutures show no abnormalities. The condition of the anchors indicates excessive forces were applied during insertion. Per the device IFU under precautions ¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Event description:
It was reported the anchor broke while driving in.